Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study updated the clinical diagnosis to continued right lower extremity pain and right ankle pain.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8598, serial#(B)(4), product type catheter. Product ID 8711, serial# (B)(4), product type catheter. Eval code-conclusion applies to both.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen 2,000 mcg/ml at 364.8 mcg/day, fentanyl 1,500 mcg/ml at 273.6 mcg/day, and bupivacaine 10.0 mg/ml at 1.824 mg/day via an implantable pump for an unknown indication for use. It was reported there was a clinical diagnosis of a pump volume discrepancy. Signs and symptoms included during pump intrathecal aspiration, 11.3 ml was expected from the pump, however, 10.5 ml was aspirated. Diagnostics included pump aspiration on (B)(6) 2016, where a volume discrepancy in which the volume was less than expected was discovered. A catheter access port (cap) contrast study was performed on (B)(6) 2016. The results indicated a normal catheter. Another cap contrast study was performed on (B)(6) 2016. The results indicated an abnormal catheter, they were unable to aspirate. Interventions included a catheter revision on (B)(6) 2016. This event resulted in an unscheduled clinic or office visit. Regarding etiology, the event was related to the device/therapy, specifically the entire catheter. The event was not related to theimplant procedure. The event resolved without sequelae on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.